Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that during a device interrogation large amplitude noise was seen on the electrogram (egm) for the pacemaker and right atrial (ra) lead. Pocket manipulation reproduced noise. Boston scientific technical services (ts) was consulted and assisted the field representative in programming the minute ventilation feature off. The ra impedance was greater than 3000 ohms and there were high threshold measurements. Once the pacemaker and ra lead were programmed to bipolar sense and unipolar pace, the noise was no longer present and pacing impedance measurements were within normal limits at 450 ohms. Ts suggested and x-ray to further evaluate the cause of the high impedance measurements. A revision procedure was performed where the ra lead was surgically abandoned and replaced. The pacemaker remained in service and no additional adverse patient effects were reported.